Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact was present in image data. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the issue. The fse found there was a fracture on the compensator in the a-plane collimator. The fse replaced the compensator to resolve the issue. There was no report of mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.